Event description:
It was reported that the right atrial (ra) lead had a high capture threshold due to dislodgement. The physician elected to explant and replace the lead to resolve the event. The patient was stable with no additional consequences.